Manufacturer narrative:
(B)(4).

Event description:
It was reported that after the deployment of t1, the t2 deployed prematurely. No patient injurys or complications were reported.

Manufacturer narrative:
No ts or suture remain on the needle. The insertion needle is bent on two planes. Device was functionally tested for proper actuator advancement and cycling, device would not function properly due to the bent needle. T1 and t2 premature deployment could not be substantiated. No root cause related to the manufacturing process can be established. With the devices condition use error cannot be ruled out as a contributing factor.